Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate load fill estimates. The customer's blood glucose level was not impacted. The past events could not be confirmed; however, tandem technical support had the customer reload the current cartridge and the customer received an accurate fill estimate.